Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
The customer reported via phone call that insulin leaked from the reservoir. The customer stated that she was having a terrible time changing her set. She stated that, the first time, insulin came out of the reservoir so she retrieved a new set. She reported that, the second time, she pulled the plunger down to fill the reservoir with air and was unable to push the air out. The customer's blood glucose was 72 mg/dl. She had the reservoir disconnected from the transfer guard. She was advised to reconnect the reservoir to the transfer guard and vial, and she stated that she could not push the air out. She reported that when she put the reservoir into the insulin pump, she started the fill tubing, and insulin came back out into her hand from where the tubing cap connected to the reservoir. She tried a different reservoir and confirmed that she was able to fill it. The customer was advised to replace the reservoirs and agreed to return the device for analysis.